Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had air leakage in the loop. The hospital immediately replaced the device with another spare equipment. There was no patient harm.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the safety disk (0997-00-0985-15) after determining that the air leakage in the loop was caused by a safety disk failure. All test specified by the execution staff passed, meeting clinical use requirements. The iabp was returned to the customer for use.